Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there was no visible damage. Clear surgical, and reddish residue/debris on the the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
During insertion the aq2010v 3 piece silicone lens flips over. The lens was removed without enlarging the incision. No patient injury.